Manufacturer narrative:
Evaluation results one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed an outdated pcb and power switch. The front cover, enclosure, and tank cover were cracked. The line cord was faded.the investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch.the customer reported product problem (leaking) was confirmed during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had a cracked underneath drain fitting and leaking. No patient involvement.